Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 31. Details of surgery: primary stability not achieved and ridge augmentation. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain and mobility. No further patient complications were reported.